Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, it was impossible to extend the helix. The lead was removed out of the body and it was confirmed the helix was not working properly. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.